Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures. X-ray examination revealed that the inner coil was over torqued and some filars were broken consistent with procedural damage. After cleaning, the helix could be fully extended and retracted by applying torque to the inner coil. The full helix extension length was measured to be within specification. The cause of the reported event of helix would not extend was isolated to the helix being clogged with blood and tissue and an over torqued inner coil.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
During an implant procedure, the right atrial (ra) lead was positioned several times; however, the sensing and threshold values were out of range. The ra lead was not fixated to the cardiac tissue and remained in the patient following the implant procedure. Three days later, a revision procedure was performed. During the revision procedure, it was noted that the helix of the ra lead was not able to extend. The ra lead was explanted and replaced to resolve the event and the patient was stable.